Event description:
It was reported the pt had fallen. Afterwards, the programmer could no longer communicate with the ipg. Allegedly, the ipg may have flipped due to the fall. The pt will undergo surgical intervention on a later date. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.